Manufacturer narrative:
This event was reported by the sales representative. The healthcare facility is: (B)(4). Phone: (B)(4). Date of event: date of event was approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. (B)(4).

Event description:
Note: this report pertains to one of six resolution clip devices used in the same patient and procedure. It was reported to boston scientific corporation that six resolution clip devices were used during a colonoscopy procedure performed on an unknown date. During the procedure, the six clips did not deploy correctly. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.